Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. (B)(4).

Event description:
It was reported that 15 syringe 0.3ml 29ga 1/2in 7bag 420cas jp were unable to aspirate during use. The following was reported by the initial reporter: "according to the customer's report, syringe didn't draw insulin."